Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a bio-composite tenodesis swivelock, ar-1662bc-7, was being used during a posterior meniscal procedure. Upon tapping the swivelock into the hole, the fork tip broke off. The implant was removed and the tip retrieved from the patient. A second bio-composite tenodesis swivelock, ar-1662bc-7, was used to complete the case without further incident.